Event description:
New information available on (B)(6) 2018 states that, the patient was admitted to the hospital for redness, pain and drainage from the site of pulse generator implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with infection. The pulse generator, right atrial and right ventricular leads were explanted. Primary or secondary cause is unknown. Unknown if the infection was device or procedure related. The patient was stable.